Event description:
It was reported through the filing of a lawsuit that allegedly the implants had separated into separate pieces. The patient was revised on (B)(6) 2012.

Manufacturer narrative:
Unknown mrh bushing, mrh knee tibial sleeve and mrh neutral bumper are the other devices listed in this report. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. The information for this report was provided by stryker orthopaedics legal affairs department. As per information received, the devices are not available due to the ongoing litigation. If additional information is received it will be reported in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding fracture involving a mrhk tib ins 13mm m/l m2/l2 was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. The patient underwent revision surgery due to reported implants that separated into separate pieces. The exact cause of the event could not be determined because further information such as x-rays, patient history, follow-up notes and the primary operative report were not received. This information is needed to complete the investigation for determining the exact root cause.

Event description:
It was reported through the filing of a lawsuit that allegedly the implants had separated into separate pieces. The patient was revised on (B)(6) 2012.